Manufacturer narrative:
A ge service representative performed an on site investigation. Verified entrance exposure for normal fluoro at max kvp and ma. Adjusted bot exposure to 18.78 r/min. Verified operation of the system and confirmed that it functioned as intended. System returned to service.

Event description:
It was reported that the boost exposure on the 9600 system was above 20 r/min. Customer continued to use system but did not use boost feature. No patient injury reported.